Event description:
It was reported that during in-service, the cardiosave intra-aortic balloon pump (iabp) when unit was plugged into an ac power supply the control panel "hybrid" but the batteries were green, the led on the font panel was not green or flashing green. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusion), h10. It was reported that cardiosave intra-aortic balloon pump (iabp) battery malfunction. When pump was plugged into an ac power supply the control panel showed "hybrid" but the batteries were green, the led on the front panel was not green or flashing green. Customer pulled the pump out several times from the cart and reseated it but this did not solve the problem. This pump is covered by a service plan. Advised the customer to contact service dispatch for a pump inspection via their current service plan. A getinge field service engineer (fse) unable to duplicate the issue. Complete cardiosave pm to factory specifications. Device passed all functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use. No patient involved.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Event description:
N/a.